Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead had exhibited variable thresholds.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is deceased. The patient went into spontaneous ventricular tachycardia (vt) and the cardiac resync hronization therapy defibrillator (crt-d) delivered anti-tachycardia pacing (atp) prior to charging however failed to sense the arrhythmia post anti-tachycardia pacing (atp). No further therapy was delivered due to undersensing of the right ventricular (rv) lead and the ventricular tachycardia (vt) progressed into ventricular fibrillation (vf). It was noted that the right ventricular (rv) lead exhibited decreasing r-waves in the past two years. It was noted that the r-waves have been progressively deteriorating, however no troubleshoot or reprogramming had been attempted. It was also noted that the rv lead threshold measurements have been rising since september and october of last year. A small rise in bipolar impedance was observed around that time, which indicates a change in the ring component of the tip to ring pace/sense circuit.